Event description:
It was reported that the pt had a loss of therapeutic relief. The pt reported increased pain and spasticity. There was catheter migration. The pt was hospitalized as a result of the loss of therapeutic effect. There was catheter dislodgment from the intrathecal space. An x-ray was performed on (B)(6) 2010 and it was discovered that the pt's catheter tip was not in the proper place. A revision was performed on (B)(6) 2010. The pt's pump was replaced on (B)(6) 2010. The pt recovered without sequelae on (B)(6) 2010.

Manufacturer narrative:
(B)(4).